Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was observed. During an atrial fibrillation ablation procedure, a faradrive and a farawave were selected for use. Prior to the procedure, the faradrive sheath was associated with continuous and uncontrolled air aspiration, visible as air bubbles. Additionally, deployment issues were reported with the catheter, and the catheter was believed to have been deployed without a guidewire inserted. The devices were replaced, and the procedure was completed successfully. No patient complications were reported. It was further confirmed that the presence of air was identified prior to the procedure, with bubbles observed during flushing activities, specifically in the flushing line, sheath shaft, and syringe. No air was reportedly seen in the patient. Regarding the catheter, it was reported to be behaving strangely with the slider sticking in all directions and deployments appearing unusual; however, no additional details beyond what was already stated in the complaint are available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress was observed. During an atrial fibrillation ablation procedure, a faradrive and a farawave were selected for use. Prior to the procedure, the faradrive sheath was associated with continuous and uncontrolled air aspiration, visible as air bubbles. Additionally, deployment issues were reported with the catheter, and the catheter was believed to have been deployed without a guidewire inserted. The devices were replaced, and the procedure was completed successfully. No patient complications were reported.